Event description:
Subsequent to the initial MDR, additional information was received on 03/18/2026. It was reported that an alert/notification settings issue occurred. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026, at 6:48 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to sensor expiration on 02/06/2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (B)(6) 2026, the egvs were between 267 mg/dl and 355 mg/dl during the morning hours of 12 am to 8 am. The high alert was set to 400 mg/dl and therefore no glucose alerts were triggered during that time period. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On the morning of (B)(6) 2026, the patient experienced extremely high blood glucose accompanied by nausea, vomiting, confusion, and disorientation. When the reporter checked her mother¿s device, it was displaying a ¿sensor failed¿ message. They did not receive any alerts or notifications from the dexcom app indicating the failure. A fingerstick reading showed her blood glucose was nearly 600 mg/dl. She administered 19 units of fast-acting humalog using her insulin pen and then called 911. Upon arrival, ems performed a fingerstick test, which showed a glucose level of 545 mg/dl. She was transported by ambulance to the hospital, where she received IV insulin. The patient was monitored and remained hospitalized more than 24 hours until (B)(6) 2026. At discharge, her blood glucose was 161 mg/dl. She reported feeling very weak but otherwise stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.